Manufacturer narrative:
(B)(4). Lot number:7256115; serial number: (B)(4).

Event description:
Additional information was provided. The lot number 7256115 was provided. In addition the serial number (B)(4) was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.